Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of not wearing a mask and peritonitis in a patient subsequent to receiving dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Therapy with the dianeal pd2 ultrabag was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was that the patient did not wear a mask. The patient was treated with injectable netmycin 50 mg ip in alternate bags and injectable targocid 400 mg ip in alternate bags. The outcome was not known.